Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead exhibited high impedance when the patient rose their arm. The physician suspected that the lead did not have enough slack and dislodgement had occurred. Expecting that the impedance would be stable by adjusting the lead slack, a lead revision was performed. After creating a slack, the lead measurement occasionally showed high impedance measurements. Due to possible suspicion of a lead fracture, the lead was withdrawn, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo. If information is provided in the future, a supplemental report will be issued.